Event description:
The following has been reported: when attempting to connect to pump using agilia partner an alarm comes up stating upstream pressure sensor failure. Disassembled pump to replace sensor. Inside of pump around door/membrane and inside bottom sections of enclosure (especially upstream sensor section of flange) were covered in dried blood. Cleaned inside of pump thoroughly and replaced pressure sensor. Pump appears in working order, continuing to pm. Upgraded software to new version 2.2f pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.